Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The third party service agent replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer's device had logged an event code that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. Upon evaluation of the customer's device, the third party service agent observed that the device could not deliver energy when prompted.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that the customer's device had logged an event code that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. Upon evaluation of the customer's device, the third party service agent observed that the device could not deliver energy when prompted.